Event description:
The facility alleged that the totalcare bed caught on fire in back hall storage area. No report of injury. The account called the fire dept and they extinguished the bed.

Manufacturer narrative:
The tech went to the account and found the bed on a pick-up truck ready to be moved to a third party biomed repair facility. The tech inspected the head-end of the bed and found the transformer was burnt and the wires to the line filter and bridge rectifier were melted, along with the air supply hose and battery wires. The facilities biomed has pulled all of the charred wires loose from their connections making it impossible for the tech to see how the bridge rectifier or any of the wiring was connected. The hospital maintenance dept reported the bed was in storage for three months, and they had recently replaced the hydraulic manifold. Maintenance plugged the bed into the ac power to charge the battery and two hours later, they discovered the bed was on fire. Maintenance put the fire out with a fire extinguisher and the fire dept came to hospital. Repairs have not been completed, and the tech is attempting to recover the parts.